Manufacturer narrative:
A partial lead with the pin measuring 31.5 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that a patient presented remotely via (B)(6). The patient's right ventricular (rv) lead was oversensing noise leading to pacing inhibition. The patient felt flushed. The rv lead was explanted and replaced. The patient was stable throughout procedure.